Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Manufacturing history was not provided for review.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was preformed on (B)(6) 2015 due to pain and instability. During the procedure, the modular head was removed and replaced.

Manufacturer narrative:
This follow up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Surgeon didn't approve for return.